Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in clinic visit myopotential oversensing was observed with patients deep breathing. The patient was asymptomatic. Programming changes were recommended.